Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy and irregular bleeding") and seizure ("seizure") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and obesity. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2005, the patient experienced nausea ("nausea"). On (B)(6) 2005, the patient experienced migraine ("migraines/migraines / headache") and headache ("headache"). On (B)(6) 2005, the patient experienced pelvic pain ("pain"). In 2005, the patient experienced seizure (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2005, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2005, the patient experienced alopecia ("hair loss"). On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuation"), mood swings ("mood swings/depression"), depression ("mood swings/depression") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, vitamins, surgery (in (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms, hysterectomy (partial), alternative therapy (shots and medication) and alternative therapy (strict diet). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, abdominal distension and weight fluctuation outcome was unknown and the seizure, dyspareunia, abdominal pain lower, back pain, migraine, vaginal haemorrhage, menorrhagia, mood swings, depression, vulvovaginal pain, headache, nausea, pelvic pain, weight increased, alopecia, hormone level abnormal and reproductive tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, reproductive tract disorder, seizure, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. X-ray - on an unknown date: placed correctly. Right fallopian tube: 3 % coils were visible, left: 3 coils visible. Current weight: 262 lbs. Approximate weight at the time of essure placement: 235 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff¿s fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure start date and indication updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia), mood swings/ depression, vaginal pain, headaches, nausea, seizures, pain, weight gain and hair loss were added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain lower ("severe cramping"), back pain ("back pain"), abdominal distension ("bloating"), migraine ("migraines") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (in (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, fatigue, abdominal pain lower, back pain, abdominal distension, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain lower ("severe cramping"), back pain ("back pain"), abdominal distension ("bloating"), migraine ("migraines") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (in (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, fatigue, abdominal pain lower, back pain, abdominal distension, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.